Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the hf-resection electrode had a chipped resection electrode loop. This malfunction occurred during a therapeutic procedure. This procedure was completed with a similar device. There were no reports of patient harm/involvement.